Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that there was a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.